Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported by a medical technician that during an inspection it was found that the device stop working during use and shows an pressure error. There was no harm for patient, operator or third party. No further information received. Update dw 11-oct-2024: further information was provided that the initial provided information was incorrect. During an anterior cruciate ligament surgery on (B)(6) 2024 the device could not increase the pressure. The surgery was finished successfully with a new device with the same part number. Per complaint reporter there was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is not confirmed, and no related issues were found. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was received for evaluation. The returned device was visually inspected, revealing some marks on the top panel of the housing, indicating wear and tear. It was noted damage to the inflow locking mechanism. The returned device was assembled with ar-6411 lot# 65043383 and ar-6421 lot# 65708975 pump tubing and tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the pre-set pressure, the run button was pressed to start the machine upon letting the pump run for 46 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. To test the outflow system, the device was assembled with an ar-6430, lot 73002759. The lavage and rinse buttons were pressed to evaluate the functionality, and no issues were noted. The device is working as intended and described on the dfu-0212-eor1_fmt_en. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected, and no problem was found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1¿section 5.2) to simulate an overpressure failure on the pump and verify whether an error message and/or audible alarm would be triggered. The clamp test results indicate that the pump triggered an alarm, and the rollers stopped moving. During the test, the pump motor and rotating parts made a loud noise when running. The loud motor can be attributed to damage to the inflow locking mechanism. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures.